Event description:
A pt with recalcitrant gastroesophageal reflux disease, not amenable to medication, presented for correction with a fundoplication. She was taken to the or and intubated with a single-lumen endotracheal tube. Per the op note: the endoscope was placed in through the oropharynx down to the esophagus, stomach, pylorus and duodenum. The z line was at 36 cm. We did take a small biopsy around this area to rule out barrett's. Thestomach, pylorus and duodenum were all normal. We then removedthe endoscope. We attached the esophyx device to the endoscope and placed it in through the oropharynx under direct vision guiding it down into the esophagus and into the stomach. We then retroflexed and brought the esophyx device on to the gastroesophageal (ge) junction. We then started at the 11 o'clock position anchoring our device at the ge junction and pulling it down into our molding. We then placed our fasteners at this location. We then placed additional fasteners at the one o'clock location as well as the five o'clock and seveno'clock location. Once all the fasteners were deployed, we under direct endoscopic vision released the molding and sheathed the anchor. We then brought the endoscope and the esophyx device out of the oropharynx. We then replaced the endoscope in through the oropharynx down to the esophagus, stomach, pylorus and duodenum. There was no evidence of any injury in the esophagus. We did identify some fasteners in the esophagus as well as in the ge junction. The ge junction which initially was about a hill grade iii looked more like a hill grade I at this point. It was nicely snug around the scope as it went through the ge junction. We sucked out all the secretions and there was no evidence of any bleeding. The scope was removed. The pt was awakened, extubated and sent to recovery in stable condition. The pt was discharged the following day per usual. Her post-op course was notable for continued pain in the shoulder and no cessation of her reflux symptoms. Five weeks post-op, the pt had an unwitnessed collapse at home. The pt was taken to an outside hospital where scans revealed moderate sized pericardial effusion. The pt was taken to the cardiac catheterization lab for pericardiocentisis of 470 mls of bloody fluid. The surgeon reports that the manufacturer was unaware of any serious complications related to this device.